Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the customer's blood glucose dropped to 42 mg/dl. The mother declined transfer to the 24-hour helpline since she will have the customer call in herself when she gets home from school. No products were returned or shipped.